Manufacturer narrative:
H.6. Investigation: five open 32g x 4mm pen needle samples were returned from an unknown lot. No., cat. No.320566. A functionality test and a clog test was carried out on the five open samples as per tp700483 and no issues were observed. No DHR review can be carried out as lot number is unknown. No issues were observed with the returned samples therefore no root cause can be identified. H3 other text : see h.10.

Event description:
It was reported that pen ndl 32g 4mm pro 100 box ap was unable to operate. This occurred on 5 occasions after use. The following information was provided by the initial reporter: needle cannot use. Drugs cannot be injected.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that pen ndl 32 g 4 mm pro 100 box ap was unable to operate. This occurred on 5 occasions after use. The following information was provided by the initial reporter: needle cannot use. Drugs cannot be injected.